Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 39 mg/dl. The customer reported that they had high blood glucose of 380 mg/dl and 320 mg/dl. The troubleshooting was not performed for low blood glucose level and customer declined troubleshooting for a high glucose level. The insulin pump will be returned for analysis.